Event description:
It was reported that the physician attempted to explant the lead due to an unrelated infection, but was unsuccessful. A subsequent unsuccessful attempt was made one week later. It was noted that the lead was damaged and excessive fibrous tissue was found in proximity to the tricuspid valve. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.